Event description:
The customer reported that the filtered extension set was found in the pt's bed separated below the y-site. No pt harm or medical intervention was reported. Although requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). Pt info requested and all available info is included in sections a and b. This report was filed by the MFR. The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.